Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that there was a foreign object attached to/clogged in the sub-water supply channel, but the foreign object could not be identified. Due to leakage from the forceps channel, it is likely that the reprocessing could not be done properly and the foreign object could not be removed. The detection method is described in the instruction manual cf-h185l/I operation manual chapter 3 preparation and inspection. Preventive measures are described in the instruction manual cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus evis exera iii colonovideoscope had an abnormal shape of the bending rubber. During a standard service inspection of the customer returned device, foreign objects in tube were noted. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, j-tube had foreign objects. In addition, abnormal shape of bending rubber, forceps channel port shaved, air/water cylinder discoloration, suction cylinder discoloration, plug unit corrosion, cable unit corrosion, circuit board corrosion, connecting tube buckling, and universal cord coat peeling, sc cover water leakage were noted. Lastly, scratches and cracks were observed on multiple device units. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.